Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. Using a multimeter, the sensor output in ambient air measured 9.2 millivolts (mv) which is within the specification range. Calibration was successful and during calibration, the sensor output was monitored, and the meter tracked consistently with the o2% measured by an external o2 analyzer. The o2 range remained accurate throughout the evaluation. It was determined that the o2 sensor performed as designed.

Manufacturer narrative:
Per data log analysis: based on the electronic patient gas system (epgs) log, the oxygen (o2) sensor reached the max range of 2.7 volts direct current (vdc) and failed calibration. The o2 sensor hours were later reset as an indication that the o2 sensor was replaced. After this, no other anomalies were observed in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the o2 sensor and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed oxygen (o2) calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.